Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not saved. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
It was reported that patient was experiencing blurry near vision during post-operative examination in her right eye (od) with implanted model zxr00 19.5 diopter iol (intraocular lens). As a result, the lens was explanted and replaced with a model zxr00 20.5 diopter lens. It was also noted that there was no additional injury to the patient. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.